Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2013: patient presented with following pre-op diagnoses: post-laminectomy syndrome with severe right lower extremity radiculopathy and weakness secondarily to hyperostosis and its overgrowth secondary to a transforaminal lumbar interbody fusion with bone morphogenic protein, right worse than left. For which, patient underwent following procedures: posterior lumbar exploration of s pinal arthrodesis with: two-column posterior osteotomy at l4-l5 for removal of severe bony overgrowth out of the disc space with posterior and medial column taken down with: transfacet decompression/transpedicular decompression at l4-l5 to remove excess bon e and decompress the spinal stenosis and radiculopathy source with: duraplasty technique for the exiting l4 and traversing l5 roots on the right side with: identification of the complete absence of dura and open and direct repair of dural deficiency utilizing a dural graft from the fascia from the erector spine musculature to recreate dura on the right side of the epidural space. Per op notes, patient was operated on with a transforaminal lumbar interbody fusion in the right side utilizing a cage and bone morphogenic protein. Unfortunately, the patient had significant bony growth posteriorly, in the trajectory that was used to bring the cage with the bmp into disc space, initial severe radiculitis, and subsequently so much bony overgrowth, that the entire l4 foraminal and lateral recess of l5 was completely blocked by bone. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.